Event description:
It was reported that in a balloon pta (percutaneous transluminal angioplasty) case for a chronic stage m1 stenosis (of the middle cerebral artery), a balloon catheter (subject device) was used, but restenosis was confirmed after a few minutes. After placement of a stent, angiography indicated in-stent thrombosis. Balloon pta was performed with a larger balloon catheter to resolve the flow. There were no patient complications or injury reported due to this event. In the physician¿s opinion, because it is possible that antiplatelet medications did not work effectively for the patient, it appears that the in-stent thrombosis occurred from the thrombus caused by the initial balloon pta.

Manufacturer narrative:
The subject device will not be returned.

Event description:
It was reported that in a balloon pta (percutaneous transluminal angioplasty) case for a chronic stage m1 stenosis (of the middle cerebral artery), a balloon catheter (subject device) was used, but restenosis was confirmed after a few minutes. After placement of a stent, angiography indicated in-stent thrombosis. Balloon pta was performed with a larger balloon catheter to resolve the flow. There were no patient complications or injury reported due to this event. In the physician¿s opinion, because it is possible that antiplatelet medications did not work effectively for the patient, it appears that the in-stent thrombosis occurred from the thrombus caused by the initial balloon pta.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.